Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, once implanted in the eye, a break was identified in the central area of the optic of the lens. The iol was explanted during initial procedure. Additional information has been requested, received and stated the lens that had the rupture was removed and another same model company lens was implanted. The patient had postoperative inflammation.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is adhered to the optic surface with solution, the other haptic is returned. The optic is torn/split-cut and scratched/marked-rejectable. The reporter states the use of "hanita" and viscoshield" as viscoelastic, which are not qualified to be used with the associated iol model. Photo review: photo provided shows an implanted iol. There appears to be a large crack/mark on the optic area of the lens. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. The product was subject to handling and the reported damage was highlighted post implantation. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).